Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. Ventilator logs were downloaded. The event log shows that the clinical alarm expiratory minute volume low was generated, as an indication of a leakage. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The alarm generation was most likely due to leakage.

Event description:
Manufacturer's ref #: (B)(4).